Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel

Event description:
The customer contact reported a leak. If was reported that an unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported the vial was being filled with an unspecified volume and concentration of hydromorphone when solution leaked at an unspecified location of the injector in the vial. The event occurred during a training session for filling the vials. Though requested, no add'l info was provided.